Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the needle bevel orientation was incorrect. The following information was provided by the initial reporter. The customer stated: "the position of needle bevel is not correct."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-10. H6: investigation summary: bd received 1 sample and 2 photos that were provided by the customer for investigation. The sample and photos were evaluated and the indicated failure mode for incorrect bevel orientation with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to discolored cannula being inadvertently missed during the inspection process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the needle bevel orientation was incorrect. The following information was provided by the initial reporter. The customer stated: "the position of needle bevel is not correct."